Manufacturer narrative:
The device was returned for analysis. Difficult to advance in the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported resistance with the foot was not confirmed. The cuff miss was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide devices via a 6fr sheath after a percutaneous coronary intervention. As the foot was opened, there was resistance possibly due to calcification. Reportedly, when the plunger was pushed, a cuff miss occurred. The proglide was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.